Manufacturer narrative:
Evaluation summary: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review could not be performed as the reported devices were not properly identified. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: the event was confirmed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that; patient state he has increased cobalt levels in his blood. He is experiencing "little soreness" on the side of his hip. He stated that he had retained an attorney. No additional information was provided. Update: it was reported that the patient was revised on (B)(6) 2012.